Event description:
During pt use, a 'device alert' alarm occurred after the ventilator operated for five minutes by battery power. The ventilator reportedly stopped ventilating. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case. Per distributor, the ventilator was always connected to the ac power to charge battery by the user facility. Replacing the battery resolved the issue.

Manufacturer narrative:
Although requested, no pt info was provided.